Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Could someone please open a new complaint that I learned of yesterday while traveling. It comes from (B)(6). The patient has a medstream pump that doesn't seem to be delivering the drug to the patient. I do not have any more details than this at the moment but have requested all the information you usually need and will send on when I receive it. (B)(6) 2015: "pump serial number (B)(4), implanted (B)(6) 2012. Patient has never had benefit from (B)(4)despite positive (B)(4) and high rate (now 1400 mcg/day). He always has high pump residual at every refill, ranging 11-17 cc, while refill is done 3-7 days before estimated refill date. For example, at refill on (B)(6), estimated date of next refill was (B)(6) as per programmer. Prior to refill on (B)(6), programmer gave estimated date of next refill as (B)(6), and patient had 13.5 cc left in pump."